Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.5x16mm taxus express2 drug eluting stent had been selected to treat an unknown lesion. While preparing the device, the struts of the stent appeared "flared". The device did not contact the patient and was not used in the procedure. There were no patient complications reported.